Event description:
(B)(6) 2012 - the dealer stated that the 65650r rollator leg frame broke while in use, and the patient fell. Presently there is no reported patient injury associated with this event. If additional information becomes available, this file will be reviewed, and a supplemental report will be sent as required per our procedures.